Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected motor error and multiple no delivery alarms during normal use. Blood glucose level at the time of the incident was 166 mg/dl. The customer was advised that the insulin pump would be replaced. The insulin pump will be returned the for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.